Event description:
It was reported that the patient underwent a right knee revision approximately 6 years and 3 months post-implantation due to instability. The patient had a history of right total knee arthroplasty infection that was managed with a prior second-stage revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: st prc tib plt size 4, #item 00598003702, #lot j6537701. Prc agmt block dist sz f 5mm, #item 00599003610, #lot 63974685. Prc agmt block dist sz f 5mm, #item 00599003610, #lot 63832559. Nexgen all poly pat comp 32dia, #iitem 00597206532, #lot 64358540. Stem implant, #item 00598801013, #lot 64016153. Stem implant, #item 00598801012, #lot 64358368. Lcck fem implant sz f-r, #item 00599401692, #lot 64179221. Ng lcck art sf, #item 00599403212, #lot 63447463. Prc tib block 5mm sz4, #item 00-5988-004-26, #lot 64146401. Therapy date: on (B)(6) 2025. G2: foreign - event occurred in australia. The cmp was not confirmed. Visual examination of the provided pictures identified explanted device with bone cement and foreign debris on the surfaces. As the implants were not returned, further evaluations could not be provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. For the articular surface, femoral augments, 13mm diameter stem, and tibial augments: review of complaint history found no additional related issues for these items and the reported part and lot combinations. For the femoral, 12mm diameter stem, tibia, and patella: review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Radiographs were provided and reviewed by a health care professional and it was determined further review would not enhance the investigation. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial / stage 2 revision op note demonstrate no intraop complications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.